Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit randomly kept blowing without stopping, not compensating for pressure correctly during a procedure. The procedure was completed with a backup device. There was no patient injury or medical intervention associated with this event.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device